Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on an undisclosed date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient had implantation to treat stress urinary incontinence and pelvic organ prolapse. It was reported that after implantation, patient experienced, pain, erosion, extrusion, infection, bleeding, dyspareunia, scarring, adhesions and recurrence and underwent revision of mesh on (B)(6) 2007 by implanting surgeon and partial removal on (B)(6) 2008 (B)(4). Recurrent prolapse; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent excision/removal of mesh and suture granuloma; exploration of the left paravaginal space and sacrospinous ligament area; cystourethroscopy; botulinum injection, 10 units into the pelvic floor muscles, and chemodenervation on (B)(6) 2013 due to chronic pelvic pain, mesh erosion into the pelvic floor muscles and levator spasm.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted to treat pelvic organ prolapsed. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted along with concurrent laparoscopic assisted vaginal hysterectomy left salpingo-oophorectomy , right salpingectomy laparoscopic lysis of adhesions. No additional information provided at this time.